Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) was likely related to the patient morphology/pathology and due to the small prolapsed leaflet. The reported mr was likely due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This filed tor report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The procedure was performed on (B)(6) 2019, one clip was implanted reducing mr to 1. On (B)(6) 2019, prior to discharging the patient, echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. A second mitraclip procedure was performed on (B)(6) 2019, one clip was implanted, reducing mr to 1-2. No additional information was provided.